Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022, log files were sent for review and captured the pump speed, flow and pulsatility index (pi) at 0 with a low speed advisory, low flow alarm, and lvad (left ventricular assist device) off alarm noted at 11:25 am. This continued throughout the log file until (B)(6) 2022 at 11:29 am where it looked like the driveline was disconnected. The cause was unknown. In the background of the log file there were periods of rotor displacement flags noted while these events were taking place. This indicated that the lvad rotor was not levitated. The healthcare providers attempted to change the patient's system controller, but when doing so the pump did not restart. They went back to the original system controller but the pump still did not restart. The patient was emergently taken to the operating room (or) and was placed on extracorporeal membrane oxygenation (ECMO) support. The pump appeared to restart and additional log files were submitted for review. The event log displayed low speed advisory, low flow alarm, and lvad off alarms on (B)(6) 2022 at around 11:47am - 11:49am and 2:14pm - 2:16 pm. The pump was running from 11:49am - 2:14pm while tethered on batteries and from 2:16pm - 2:41pm while tethered on the power module (where the pump restarted as mentioned). The pump set speed was changed to 4000 rpm with a low speed limit of 4000 rpm at approximately 2:41pm. The healthcare providers planned to replace the system controller and modular cable and monitor for reoccurrence. The family refused changing of the modular cable and also refused any further surgical interventions including pump exchange. On (B)(6) 2022, ECMO was withdrawn and the patient was pronounced dead. The device was explanted and there would be an autopsy. It was revealed that the mobile power unit (mpu) 'shorted out' 5 days prior to the pump stopping and the patient was given a new mpu. The mpu would be included in the analysis with pump and controllers to see if the events were related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022, log files were sent for review and captured the pump speed, flow and pulsatility index (pi) at 0 with a low speed advisory, low flow alarm, and lvad (left ventricular assist device) off alarm noted at 11:25 am. This continued throughout the log file until (B)(6) 2022 at 11:29 am where it looked like the driveline was disconnected. The cause was unknown. In the background of the log file there were periods of rotor displacement flags noted while these events were taking place. This indicated that the lvad rotor was not levitated. The healthcare providers attempted to change the patient's system controller, but when doing so the pump did not restart. They went back to the original system controller but the pump still did not restart. The patient was emergently taken to the operating room (or) and was placed on extracorporeal membrane oxygenation (ECMO) support. The pump appeared to restart and additional log files were submitted for review. The event log displayed low speed advisory, low flow alarm, and lvad off alarms on (B)(6) 2022 at around 11:47am - 11:49am and 2:14pm - 2:16 pm. The pump was running from 11:49am - 2:14pm while tethered on batteries and from 2:16pm - 2:41pm while tethered on the power module (where the pump restarted as mentioned). The pump set speed was changed to 4000 rpm with a low speed limit of 4000 rpm at approximately 2:41pm. The healthcare providers planned to replace the system controller and modular cable and monitor for reoccurrence. The family refused changing of the modular cable and also refused any further surgical interventions including pump exchange. On (B)(6) 2022, ECMO was withdrawn and the patient was pronounced dead. The device was explanted and there would be an autopsy. It was revealed that the mobile power unit (mpu) 'shorted out' 5 days prior to the pump stopping and the patient was given a new mpu. The mpu would be included in the analysis with pump and controllers to see if the events were related.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. Heartmate 3 lvas IFU contains information on all system controller alarms and how to resolve them. The alarms and troubleshooting section of hm3 lvas patient handbook, provides a list of alarms and the proper actions associated with them. The handling emergencies section lists examples of emergencies and what actions to take. Incidental finding: review of the submitted log files confirmed that an lvad fault alarm occurred after the pump resumed operating at 11:49 on (B)(6) 2022. The fault, which was due to an eeprom communication issue, remained active until 14:14 when it was cleared by the disconnection and reconnection of the driveline. The reported pump stop was confirmed based on review of the submitted log files and reproduced during the evaluation of (B)(6). The first log files were from system controller (B)(6), which showed the pump stopped as of 11:25 on (B)(6) 2022. The onset of the pump stop had been overwritten by newer events. Power was elevated as high as 7.9w. The captured events appeared to show repeated attempts by the system to restart the pump. Follow-up log files from (B)(6) initially showed the pump resume operating at 11:49 the same day. The pump continued to operate until 14:14, when the driveline was disconnected. Pump operation was then resumed two minutes later when the driveline and external power were reconnected to the controller. Pump power and the estimated flow were noted to be elevated for the duration that the pump was operating. The submitted lvad log files captured events consistent with rotor instability from 07:55 to 08:02 on (B)(6) 2022. During these events, pump temperature increased as high as 95 celsius. The onset of the instability had been overwritten by newer events. After the rotor instability was resolved by a pump reset, pump temperature remained elevated at 53 c and the monitoring current value and estimated flow were also elevated. The log file then appeared to show the onset of the pump stop was approximately 11:15 on (B)(6) 2022. The periodic log file data appeared to show normal pump operation from (B)(6) 2021 to (B)(6) 2022. There were no changes in pump parameters in the days preceding the reported event. Evaluation of the returned pump found scratches around the sides of the rotor base and matching scratches in the rotor well. The scratches appeared consistent with the rotor instability observed in the submitted log files. After cleaning, the pump was reassembled and connected to a test controller. The pump did not start and the log files could not be downloaded. Based on the lab testing and the log file data, damage to an internal component of the pump motor was suspected and the pump was forwarded to the abbott zurich facility for further evaluation. The evaluation found an issue with bearing phase 1 where the bearing coils showed decreased inductance. The surrounding electronics were checked and determined to be undamaged and operating as expected. Based on the performed analysis, it was concluded that short circuits happened in three of the four coils within bearing phase 1. The failure mechanism was determined to be that the observed rotor instability in the log file caused increased bearing current and therefore increased temperature. The increased temperature led to the short circuit between the coils, resulting in increased power consumption. This weakened the magnetic bearing and caused the pump stop. The specific root cause of the rotor instability on the morning of (B)(6) 2022 cannot be determined. No further information was provided. The manufacturer is closing the file on this event.